Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying inaccurately high results compared to another meter. The medical surveillance specialist (mss) reviewed the customer care advocate (cca) documentation and spoke with the patient on (B)(6) 2010 to classify this case. At approximately 12:30 am on (B)(6) 2010, the patient claimed that she tested her blood glucose on another meter and obtained a result that the patient considered was "normal." The patient was unable to recall the exact number of the reading. The cca documented that the patient manages her diabetes with a combination of medications: actos, lantus, and januvia (dosage and administration times not provided). The patient confirmed that the alleged product issue did not cause the patient to change her usual diabetes routine. The patient alleged that the product issue began at approximately 9:00 am on (B)(6) 2010 when a family member found her "unresponsive, hot, and sweaty." The patient's blood glucose was reportedly tested on the subject meter and obtained a result of "85 mg/dl." The emergency medical services (ems) was reportedly contacted by the family member. Less than 30 minutes after the patient's blood glucose was tested on the subject meter, the ems arrived at the patient's residence. The patient's blood glucose was tested on the ems meter and obtained a result of "41 mg/dl." Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient claimed that by 9:30 am, the ems treated her with an IV glucose. The patient stated that she regained consciousness almost immediately after treatment. Her blood glucose was reportedly tested again on the ems meter and obtained a result of "144 mg/dl." Less than 30 minutes after testing on the ems meter, the patient claimed that she tested her blood glucose on the subject meter and obtained a result of "184 mg/dl." The patient stated that she declined to be transported to the hospital for further assessment. During the troubleshooting, the cca documented that the patient reported using an approved sample site and a correct testing process to test her blood glucose on the subject meter. The patient did not have a control solution to perform a quality control test on the alleged meter at the time of the call. Per protocol, replacement meter and supplies were sent to the patient. Based on the information provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): the patient claims she obtained an inaccurate high reading on the subject meter, reportedly developed symptoms suggestive of a serious injury, and required emergency medical treatment from the ems after the alleged meter issue began.